Event description:
The patient has had the meter for the past 3-4 years. Patient replaced the battery approximately six months ago. The meter was previously set to the correct unit of measurement. Patient changed the code number on th emeter for new test strips and the meter went into the meter settings and patient changed the unit of measurement by accident, the patient tried to go back into the meter settings and was unsuccessful in changing the unit of measurement back to mg/dl. The patient contacted a medical professional for advice and did not receive any treatment. Customer services assisted the patient and was unsuccessful. This case is being reported as a malfunction , since the unit of measurement would not change back to mg/dl.